Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The hub was disconnected from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the issue was resolved. The case continued. Additional information was received on the event. Part of the valve broke. The hemostasis valve (gasket) did not break into two or more separate pieces. It looked like there was plastic in the valve but did not break into multiple pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. The device evaluation was completed on 15-dec-2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The hub was disconnected from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the issue was resolved. The case continued. Additional information was received on the event. Part of the valve broke. The hemostasis valve (gasket) did not break into two or more separate pieces. It looked like there was plastic in the valve but did not break into multiple pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. The event was assessed as a MDR reportable hemostatic valve separation issue.